Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty disposable core biopsy instruments was returned for evaluation. During visual evaluation, the device appeared to have blood residue and the device was received in second rotational position with the arrow in the ready window. Upon functional testing, the device was able to be fully primed with no issues and the arrow was visible in the ready window. The device was functionally tested by cocking and firing the device 18 times into a chicken breast for a total of 18 tests. The device was able to prime and fire properly. Upon priming the device for the 19th sample the device fired after the second rotation was completed. The device was disassembled, and the internal parts were inspected. Therefore, the investigation for the identified self-activation is confirmed as the device fired upon priming the device. However, the reported failure to fire is inconclusive as the device self-activated during priming the device. A definitive root cause for the alleged failure to fire and identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 01/2024).

Event description:
It was reported that during an ultrasound-guided breast biopsy through normal density tissue, the device allegedly failed to fire. It was further reported that the buttons was felt stuck. A coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.